Event description:
The customer stated that he tested his blood glucose and received a low reading of 27 mg/dl. While troubleshooting, he performed control tests and received a result of "lo." The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.